Event description:
The child was treated with tpn prepared by the (B)(6). The tpn is infected into a PICC catheter at home and after that, a saline syringe is injected in order to flush the drug. The child arrived to the hosp with a high fever after tpn treatment. Blood cultures performed at the hosp were positive for enterobacter pantoea infection.

Manufacturer narrative:
Additional info regarding the incident has been requested. A supplemental report will be submitted pending the results of an independent, outside investigation. (B)(4).